Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent low sodium (na) and potassium (k) results generated by the unicel dxc 800 pro synchron clinical systems. The original specimens were re-tested and higher results were obtained for both analytes. No erroneous results were reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
The ion selective electrode (ise) system is routinely calibrated every 24 hours, and qc is performed. Occasionally qc results have been low. The twice-weekly flow cell maintenance procedure is now in use. A field service engineer (fse) was dispatched: the fse serviced the instrument, replaced parts, and performed associated alignments. The fse decontaminated the ise system. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.